Event description:
It was reported that the physician was performing an ercp with sphincterotomy. During the procedure, the cutting wire broke and detached, leaving a portion of the wire inside the pt. The detached protion was immediately retrieved using a snare. The pt is reported to be in satisfactory condition with no further complications.